Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd sharps coll 1.5qt red , lid did not close during use. The following information was provided by the initial reporter, translated from (B)(6) to english: verbatim: ¿before delivery, the temporary lid closed however it opens at the hospital.¿

Event description:
It was reported that the bd sharps coll 1.5qt red , lid did not close during use the following information was provided by the initial reporter, translated from japanese to english: verbatim: ¿before delivery, the temporary lid closed however it opens at the hospital.¿

Manufacturer narrative:
H.6. Investigation: no samples or pictures were received. Three attempts to get more information or pictures were made, however in none of the cases additional information were provided. DHR review process can¿t be performed because the lot number wasn¿t provided. A review of the ncmr¿s was performed; the result showed there were no issues reported like temporary lid didn¿t close for the same part number throughout the last twelve months. Based on information provided it wasn¿t possible determine the root cause like a failure mode related to the manufacturing process since there is not enough information or evidence to confirm a failure. H3 other text : see h.10.